Event description:
Clavicle plate broke post operatively; the plate and screws were explanted.

Manufacturer narrative:
Additional mdrs associated with this event: MDR 3025141-2014-000262 follow up 1: plate. Corrected date: product not manufactured by acumed. It was manufactured by i.t.s. Physical examination showed a plate and nine screws that were not manufactured by acumed; the plate is marked with "i.t.s." Along with a part number, a batch number and ce mark information.

Manufacturer narrative:
Additional mdrs associated with this event:MDR 3025141-2014-00262: plate.